Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered too much insulin and blood glucose (bg) lowered to 45 mg/dl. Juice and jelly beans were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.